Event description:
Customer reported experiencing a past incident of low blood glucose, with the lowest level noted at 50 mg/dl. Cause was not known. Customer managed the condition by consuming carbohydrates and used a pump with active ciq software. Cts advised the customer to consult a healthcare provider to discuss factors influencing blood glucose levels, which the customer acknowledged and understood.